Event description:
The customer obtained multiple higher than expected vitros phenytoin (phyt) quality control results on a vitros 350 chemistry system. V2775= 77.1, 75.0, 77.0 versus expected 8.5 ¿g/ml. U2416= 111.7, 114.0, 111.0, 111.8, 113.3, 110.6, 112.2, 111.6, 114.0, 110.7, 113.3, 110.4, 111.8, 111.5, 112.3, 111.6, 113.3, 110.8, 112.7, 110.3, 113.4 versus expected 26.0 ¿g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No vitros phyt patients had been run during the timeframe of the event. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros phyt quality control results were obtained on a vitros 350 chemistry system. There was no indication that a vitros 350 instrument issue or a vitros phyt reagent contributed to the event. The vitros system did not malfunction. The root cause of this event is user error due to the unintended use of operator entered parameters (slope and intercept) affecting the phyt results obtained.